Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a spinal pain. It was reported that the patient had slipped on the stairs and hit their implantable neurostimulator (ins) on a doorknob. The patient noted that they have increased pain over their ins. They also stated that they need more coverage in their lower leg. The rep indicated that impedances were checked, and all were within normal limits. It was also noted that the ins pocket appears to be stable, and there was no swelling or redness. It was stated that reprogramming was done to improve the patient¿s coverage. The patient was going to follow-up with their healthcare provider regarding the tenderness at their ins. The issue was resolved at the time of the report. No further complications were reported or anticipated. Additional information received from the patient indicated that they were told to wait and let their ins scar over to resolve the tenderness at their ins site. However, the tenderness at their ins has not been resolved at this time, and still hurts when they sit. No further complications were reported or anticipated. Additional information was received from the manufacturer's representative. It was reported that the neurostimulator (ins) protruded and was tipping/moving in the pocket; sometimes causing uncomfortable pain. Rep indicated the patient had an appointment with healthcare provider today to discuss pocket, however, no date has been confirmed for revision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no surgical intervention date has been planned or confirmed at this time. The event was confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-10-17. It was reported the patient was scheduled for an ins pocket revision to move the battery to flank. Surgery was scheduled for 2018-(B)(6). No further complications were reported/anticipated.